Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lapg, when the surgeon attempted to fire the device, the device stopped firing in the middle; however, the surgeon was misled it as the firing was completed and released the jaws. Since the staple line was incomplete, the surgeon fired the device again with new sulu and the case was completed. Last patient's status: good. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to the 2.5 cm cut line. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.